Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-sep-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal compounded baclofen 3000mcg at dose of 600 via an implantable pump for unknown indications for use. It was reported that the patient was in the office for a pump refill and dose increase. The clinician reported 20 ml pulled out of the pump with expected volume of 4 ml. There were no environmental/external/patient factors that had led or contributed to the event. Diagnostics/troubleshooting performed included the patient being scheduled for a catheter access port (cap) and possible dye study if they were able to get the patient on the fluoro table. The logs were read but no motor stalls were noted since the magnetic resonance imaging (MRI) which had appropriate recovery. It was unknown what actions/interventions were taken. The event was not resolved at the time of the report and the patient's status was "alive-no injury". A surgical intervention did not occur and it was unknown if it was planned. The patient's weight and medical history was asked but was unknown. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the physician was unable to locate the cap to see if there was any cerebrospinal fluid (csf) flow from the cap. The patient was unable to move to the fluoro table and therefore was unable to perform a dye study or troubleshoot catheter from excess volume in the pump reservoir at pump refill. The patient did not want to return to the surgeon and the physician was unsure what to do at this point to resolve the issue.

Manufacturer narrative:
H3: 8780 catheter: analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the issue was resolved after the pump was replaced.